Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. MFR report . Patient identifier: (B)(6). Additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, the following findings were observed: due to wear of lock engagement lever, up/down knob could not be locked securely; scope-cover had a chip; adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, bending angle in down direction did not meet the standard value; due to wear of angle wire, bending angle in right direction did not meet the standard value; due to wear of angle wire, bending angle in left direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, the play of right/left knob was out of the standard value; due to deterioration of braid of bending tube, tightness of the braid had become uneven. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Initial testing reported that no microorganisms were detected. The microbiological analysis results are pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during routine microbiological testing of the ultrasonic gastrovideoscope, the channels tested positive for acinetobacter pittii. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.